Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - operating system n5004l-am-q-mv01602-06-01.06, cloud - hardware n5004l, cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported the omnipod 5 personal diabetes manager overheated and will no longer power on. The patient confirmed using an insulet supplied charging cord. The patient was sent a replacement controller.